Event description:
The customer reported that the insulin pump was over delivering insulin. The customer is blind, and did not have someone with her to help with the troubleshooting. The customer stated she would call back once someone was able to help her. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.